Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2010, inratio: 6.3, lab: 4.5. Venipuncture performed immediately after meter test.